Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off by 10 minutes". Customer stated they adjusted the pump time prior to calling into tandem technical support. Customer's blood glucose level was not impacted.